Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a permanent implant procedure on (B)(6) 2023, the physician experienced some difficulty advancing the lead to the target area. After multiple attempts, the stylet became stuck on the lead. As a result, the physician cut the end of the stylet and implanted the remainder of the stylet with the lead. The procedure was extended by approximately one hour.